Manufacturer narrative:
(B)(4). The returned flexima plus biliary was analyzed, and a visual evaluation noted that the push catheter was kinked, the guide catheter was detached at the proximal section. The stent was returned deployed and the suture hole was torn. Also, the condition of the returned device indicates that there were issues in deploying the stent during procedure. No other issues with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After analysis. It was determined that the push catheter was kinked, the guide catheter was detached in the proximal section, the stent was returned deployed and the suture hole was torn. Based on all those conditions, there was evidence of a failed deployment and issues through the procedure. It's most likely that during the procedure user manipulation or some tension caused either by the physician's technique and/or even by tortuous anatomy caused the kinks on the push catheter. Once the push catheter was kinked, the user may have experienced difficulties while pulling out the guide catheter which took the user to apply extra force and could have detached the guide catheter; as a consequence of the tough movement, the suture hole got torn. Therefore, the investigation concluded that adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a stent placement procedure in the bile duct, performed on (B)(6) 2022. During the procedure, when the stent was released, the proximal side of barb was not opened which causes the stent deployment failure. The procedure was successfully completed using another flexima plus biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was detached/separated, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
Block h6: medical problem code a0401 captures the reportable investigation result of guide catheter detached. Block h10: the returned flexima plus biliary was analyzed, and a visual evaluation noted that the push catheter was kinked, the guide catheter was detached at the proximal section. The stent was returned deployed and the suture hole was torn. Also, the condition of the returned device indicates that there were issues in deploying the stent during procedure. No other issues with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After analysis. It was determined that the push catheter was kinked, the guide catheter was detached in the proximal section, the stent was returned deployed and the suture hole was torn. Based on all those conditions, there was evidence of a failed deployment and issues through the procedure. It's most likely that during the procedure user manipulation or some tension caused either by the physician's technique and/or even by tortuous anatomy caused the kinks on the push catheter. Once the push catheter was kinked, the user may have experienced difficulties while pulling out the guide catheter which took the user to apply extra force and could have detached the guide catheter; as a consequence of the tough movement, the suture hole got torn. Therefore, the investigation concluded that adverse event related to procedure is selected as the most probable root cause for the complaint. This event was reported by the distributor. The healthcare facility is: (B)(6) hospital; (B)(6).

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a stent placement procedure in the bile duct, performed on may 25, 2022. During the procedure, when the stent was released, the proximal side of barb was not opened which causes the stent deployment failure. The procedure was successfully completed using another flexima plus biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was detached/separated, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.